Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned a third party service center for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The error message "circuit blocked detected" and during circuit learning "measured circuit resistance exceeds approved limit". The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation findings did not uncover any details that would change or modify the risk of the device. Pil visually inspected the trilogy evo system pca for visual defects and found none. The event log was unavailable from service. Pil retrieved and reviewed the event log from the system pca and noted e-208 in the log. Pil then installed the system pca on the trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the system pca operates as expected. Pil then retrieved and reviewed the event log from the stb and noted e-208 did not reoccur. Pil concluded that the system pca operates as designed. Based on error 208, system pca needs to be replaced, machine flow is contaminated with dust, inlet filter needs to be replaced due to preventive maintenance, muffler assembly is contaminated, it needs to be replaced, blower is contaminated, and tubing from blower and system pca needs to be replaced.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have lose of voice/ hard to talk, sore throat or trouble breathing. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation findings did not uncover any details that would change or modify the risk of the device. Pil visually inspected the trilogy evo system pca for visual defects and found none. The event log was unavailable from service. Pil retrieved and reviewed the event log from the system pca and noted e-208 in the log. Pil then installed the system pca on the trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the system pca operates as expected. Pil then retrieved and reviewed the event log from the stb and noted e-208 did not reoccur. Pil concluded that the system pca operates as designed. Section d8, d9, g3 has been updated. Section h6 has been updated.